Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device was programmed inappropriately which was making the interrogation difficult to perform. After the troubleshooting, the required programming changes were made. The patient was stable.